Event description:
On (B)(6) 2009 clinical specialist reported pt stated that when he woke up, his infusion device was set at 120% temporary basal rate increase. On call back pt reported when he was reconnecting to his infusion device after taking a shower, he noticed his infusion device had a 120% temporary basal rate increase programmed. He stated he checked the history and it was programmed at 5:50 am and he said he was definitely asleep at 5:50 am and did not program it. Pt reported the last bolus programmed was at 2:14 am (he checked the bolus history) and this was correct. Asked if this affected his blood glucose readings and he said he was running a little bit high this morning so it was okay that he received a little bit more insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.